Event description:
We were informed this system was explanted and replaced, but no other information was provided. The local biotronik representative had no explant information and said that the device nurse at the hospital did not have the information. The exact explant date is unknown and the reason for explant is unknown. A new system was implanted on (B)(6) 2015. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.